Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the battery was overdischarged. Normal battery depletion was noted. It was unclear whether the battery went into overdischarge or if normal battery depletion was the reason for explant. The device was explanted on (B)(6) 2014. There was no patient death and the patient recovered without sequelae. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Analysis of the ins found that the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.